Event description:
During surgery, an auto suture endo stitch was used. During one of the passes through the cervical tissue, the needle fractured. One half of the needle was located at the end of the suture, the other half remained imbedded in the patient's tissue. The presence of the needle inside the patient was confirmed by x ray. The surgeon decided that leaving the needle in would expose the patient to less risk than cutting more of the cervical tissue to retrieve it. Dates of use: one time use. Diagnosis or reason for use: to suture cervical tissue.